Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, around 7:00 am the cgm was displaying low. There was no mention if the patient had symptoms and he did not check his bg. The patient self-treated with three 5g glucose tablets and carbohydrates. Throughout the day, the patient continued receiving low glucose alerts. The patient experienced increased thirst, nausea, and vomiting. At around 5:30 pm, he drove himself to the emergency room (ER). Upon arrival at the ER, the cgm was still displaying ¿low,¿ while the bg read ¿high.¿ because the patient was dehydrated, the healthcare provider started him on IV fluids. At around 7:30 pm, blood work was done, showing a glucose level of 618 mg/dl, and the patient was started on IV insulin. The patient was admitted to the ICU for three days, as no regular room was available on (B)(6). He continued receiving IV fluids for rehydration and IV insulin. He was also monitored and given both long-acting and short-acting insulin during his stay. On (B)(6), around 12:30 pm, the patient was discharged. At the time of the report, the patient was feeling fine and stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.